Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further clarified that the rv pace/sense lead was being utilized for sensing at the time of the event. The suspected insulation defect due to elevated sensing integrity counter (sic) and oversensing noise was in relation to the pace/sense rv lead. Reprogramming was attempted, however oversensing was also present in tip/coil, so the pace/sense lead was abandoned and replaced. The high voltage rv lead was replaced during the same procedure.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained ventricular tachycardia episodes and elevated sensing integrity counter (sic). In addition, noise oversensing was noted in the episode data. It was also reported that an additional rv pace/sense lead that had been implanted previously was now suspected to be experiencing an insulation defect due to noise oversensing and increased sic. The rv lead was originally reprogrammed and then subsequently abandoned. The additional rv pace/sense lead was also abandoned, and a new high voltage rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtmc2d1; product type: 0236-crt-d; implant date: (B)(6) 2023. Product ID 407652; product type: 0270-lead-lv-pace; implant date: (B)(6) 2012. Product ID 429688; product type: 0269-lead-lv-lh; implant date: (B)(6) 2012. Product ID 693565; product type: 0264-lead-hv; implant date: (B)(6) 2012; explant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.